Manufacturer narrative:
The 510(k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging that she was unable to test on her one touch ultra meter. The patient mentioned that she had replaced the batteries, nd after replacing the batteries, she was unable to calibrate the meter or to test her blood glucose. On the morning of (B)(6) 2011 at 9:00am, she had taken 26 units of insulin, without testing her blood glucose, since the meter was not working. An hour and a half later she went out to buy a new battery for her meter. At that time when she was replacing the old battery with a new one she developed symptoms of feeling unstable and was sweating. She self-treated with bread and sugar and the symptoms went away. The patient was not tested on another device and did not seek any further medical attention. While troubleshooting, the customer care advocate (cca) noted that the patient was testing in the set up mode. Cca assisted the patient and the alleged issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the reported issue, she was unable to test and had developed symptoms suggestive of a serious injury after taking insulin.